Manufacturer narrative:
(B)(4). The external visual inspection revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly elected to undergo revision surgery for a technology upgrade. The recipient's device was explanted. A skin flap thinning was also performed. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient is reportedly healing very nicely. The recipient's new device was activated.